Event description:
It was reported to philips that intermittent power failure occurred in the frame/rack on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated the motor controller and replaced the amc triple servo drive hp-lp-lp, restoring the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).